Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) reaching 50 mg/dl. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a full system check and determined the customer had manually given correction boluses in conjunction with control software delivering an extra automatic correction bolus. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Customer, understood and acknowledge and continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.